Event description:
A problem was experienced with bccv accessory verification window where the plan label was not updating with the plan moded up on the 4ditc. The pt had a single course with 3 srs plans. All 3 plans contain srs cones in each field. They loaded the pt on the 4ditc and selected the 3rd plan in the list and moded up this 3rd pan. They went in the room and set up the pt for the 3rd plan/isocenter. They inserted the correct srs cone for the 3rd plan and scanned it with bccv, but at the same time they realized on the accessory verification window that the plan label was indicating the wrong plan, it was showing up the first plan in the list of available plans in the course. After double and triple verification, they concluded they had moded the right 3rd plan, the field ID and cone showing up in the accessory verification window were the right one for the 3rd plan and the problem was only the plan label displayed wrong. They have been able to proceed with the treatment.

Manufacturer narrative:
Based on customer screenshots and complaint description, it was possible to reproduce the issue. Analysis shows that 4ditc is not sending 2nd or higher plan names/labels to bccv software (adi clients). The correct plan ID and field/beam number are sent by 4d to bccv when moded up. This issue exists with the plan name/label. If this situation were to recur, varian has determined that the discrepancy in the plan name which is being displayed on the 4ditc compared to the bccv when used in conjunction with selecting a plan isocenter from ogp can potentially result in an adverse event. An under dose to the tumor and/or an over dose to normal tissue would be the result.